Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc considered that the pressure sensor mounted on the mainboard was failed. The exact cause of the pressure sensor failure could not be conclusively determined. Omsc surmised the following. -oxygen entered the device and the electrode part of the pressure sensor was oxidatively corroded. -foreign matter was attached due to a mistake in mounting the parts, and the wiring inside the pressure sensor was peeled off. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the laparoscopic transverse colectomy, the power of the device was turned off automatically. The user rebooted the device 4 times, however, the power of the device was turned off immediately every time. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.